Manufacturer narrative:
Evaluation of the returned pod pc revealed, offset coil winds on the proximal end of the embolization coil. This type of damage, occurs if the device is forcefully advanced against resistance. Further evaluation revealed, an ovalization near the distal tip of the introducer sheath. The cause of the introducer sheath damage could not be determined. However, this damage may have contributed to resistance during advancement. During functional testing, the pod pc was unable to advance through its introducer sheath, due to resistance caused by the offset coil winds. Evaluation also revealed, pusher assembly bend and kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed. And did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a pod coil and three pod pcs into the target location using the lantern. Next, the physician experienced resistance while advancing a pod pc in the hub of the lantern. Subsequently, the pod pc was stuck within its introducer sheath. Therefore, the pod pc was removed. The procedure was completed using four pod pcs, one ruby coil and the same lantern. There was no report of an adverse effect to the patient.